Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Customer¿s blood glucose (bg) level was 582 mg/dl. Elevated bg was address by a correction bolus via the pump and a manual insulin injection. Customer changed pump supplies to address the issue.